Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2011, the patient was implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware a type 1a endoleak. On (B)(6) 2018, the physician elected to implant two (2) suprarenal extensions to resolve this leak. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events type ia endoleak, migration of the suprarenal cuff and a left common iliac artery repair were two (2) non-endologix stents were implanted prior to this secondary intervention. The complaint is most likely user related due to the off-label neck anatomy and cautionary thrombus within neck. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.